Manufacturer narrative:
This report is being submitted to update section d6a, d6b and e1. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection post implant procedure. As a result, the lead was explanted. No additional adverse patient effects were reported. This lead was already returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection post implant procedure. As a result, the lead was explanted. No additional adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This report is being submitted to update section d6a, d6b and e1. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection post implant procedure. As a result, the lead was explanted. No additional adverse patient effects were reported. This lead was already returned.